Event description:
Reporter stated that a pt's blood glucose was measured, using the suspect device, with an elevated result, (value not provided). Reporter indicated that a subsequent lab test revealed that the pt was actually hypoglycemic (lab value not provided). Reporter noted that values obtained on the suspect device were coincident to pt undergoing peritoneal dialysis (possibly using a peritoneal dialysis solution containing icodextrin -- a labeled interferent for the test strips). Reporter did not provide any details of pt's treatment; however, it was noted that pt is currently "well." Quality control testing was reportedly performed on the suspect device and the results fell within the acceptable range.